Manufacturer narrative:
Eval summary: the analysis results found that the lcsc5 device was returned with the clamp arm detached. However, the instrument activates properly with the gen04 upon functional testing. No error code was noted. The batch history records were reviewed with no anomalies noted during the mfg process. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a colon resection, that an error code 5: instrument was displayed. They used another like device. There was no adverse pt consequence.